Event description:
The device was successfully placed across the aneurysm neck during stent assisted embolization. However, as the microcatheter was being advanced over the guidewire, the proximal part of the stent was dislodged and migrated into the aneurysm. There was no clinical consequence to the patient. No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported stent migration.

Event description:
The device was successfully placed across the aneurysm neck during stent assisted embolization. However, as the microcatheter was being advanced over the guidewire, the proximal part of the stent was dislodged and migrated into the aneurysm. There was no clinical consequence to the patient. No further information was provided.

Manufacturer narrative:
The device remains implanted.